Event description:
It was reported that during a left hip arthroscopy, the depth gauge broke. Surgical technique was utilized. There was no patient impact, no surgical intervention, no surgical delay, and no surgical complications. No foreign body was retained. No additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00605.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual examination of the provided pictures identified that the tip of the depth gauge was missing. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The issue was confirmed based on the evaluation of the provided images; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.